Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. A clinical/medical investigation concluded that based on information provided or available for the investigation; if no relevant clinical information is provided, recommend closure. Without the requested patient-specific clinical information/documentation, further assessment of the reported events cannot be provided, and the root cause beyond those reported in the article cannot be concluded. The patient impact beyond the reported events cannot be determined. No further medical assessment could be rendered at this time. Should additional clinically relevant documentation become available the medical investigation task may be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Infection, a potential complication associated with any surgery, can occur and possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
On the literature article named "impact of femoral stem design on failure after anterior approach. Total hip arthroplasty", it was reported that, after orthopedic recon devices had been implanted on 19 patients, 2 patients suffered from a revision surgery because of the following reasons: one periprosthetic because of joint infection and one because of hip flexor irritation. Other 17 patients suffered from surgical complications that were noted intraoperatively or within the first 90 days from the procedure: 10 intraoperative calcar fractures, 1 greater trochanter fracture, 3 hematomas, 2 superficial infections and 1 deep infection. It can not be ruled out that a s+n device was involved in any of the aforementioned adverse events. The identity and outcome of the patients is unknown.